Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported calling the paramedics due to her low blood glucose. The customer stated that she had the block feature on, and the customer requested having the block feature off. No further information was provided.